Event description:
It was reported to olympus, that the rhino-laryngo videoscope had damage to the flexible section of the insertion tube. It was noted that there were longitudinal cracks and removal/swelling of the outer layer. There were many torn pieces of the inner layer material. Further examination showed that there was tearing due to catching of the inner layer in the shield. There were cracks noted following the gaps in the shield. There was no patient harm or user injury reported.

Manufacturer narrative:
The device was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: a presumed cause could not be provided as the device was not returned. A definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): not applicable as it could not be determined if the phenomenon occurred due to the handling methods of users. Olympus will continue to monitor the field performance of this device.